Event description:
During a surgical procedure, laproscopic assisted vaginal hysterectomy, the device broke intra abdominally. After attempts to recover the broken peices were unsucessful, the surgeon proceeded with exploratory laporatomy to remove all particals and complete the hysterectomy, this patient had no adverse effect from this extention of the orginal planned procedure. This event was reported by telephone to the manufacturer qa representive on 3/25/92.the product was returned to manufacturer on 3/24/92 prior to examination by the clinical risk manager. Evaluation to be completed by manufacturerdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.